Manufacturer narrative:
H.6 investigation summary: no physical samples were received; customer returned photos of a 3/10cc syringe. Customer states that the hub was detached with the shield. The investigation was performed based on the photo provided. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel confirming bd to duplicate or confirm the customer¿s indicated failure. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 8169626. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200767064] noted that did not pertain to the complaint. A root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA #1122103 has been opened to address this issue.

Event description:
It was reported that syr 0.3ml 30ga 8mm 7bag 420cas jp hub was detached. This was discovered before use. The following information was provided by the initial reporter: the hub was detached with the shield.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syr 0.3ml 30ga 8mm 7bag 420cas jp hub was detached. This was discovered before use. The following information was provided by the initial reporter: the hub was detached with the shield.